Event description:
It was reported that, during the initial implant procedure, the right atrial (ra) lead became dislodged during the removal of the delivery system for the left ventricular (lv) lead. The ra lead was successfully repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)